Event description:
It was reported that a device alarmed for a door not fully latched message. Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter has received and evaluated the device. The device evaluation found that the system error 105 was caused by a failed motor (flex). The motor assembly was replaced.